Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead dislodged when slitting, and when it was taken out of the patient body the helix was slightly stretched.. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.